Manufacturer narrative:
The reported field event of set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the or for normal device implant. During the procedure the set screw would not tighten down. The device was replaced. The patient tolerated the procedure well and will be followed normally.